Event description:
It was reported that the unit did not cycle breaths and had alarm issues. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This complaint was incorrectly reported under mrn# 3012542015-2025-00006-00 on 27-jan-2025. H3: one device was received for evaluation. The service history of this device showed no previous repairs. The customer issue was confirmed via the performance verification test during an alarm systems check. The device failed to connect alarm test 5.2.3.4. The root cause of the issue was a defective input manifold. The manifold was replaced, and the device then passed all tests thereafter.